Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019, 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an electrical reset. Troubleshooting steps were taken to no avail. The crt-d remains in use. No patient complications have been reported as a result of this event.